Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the stylet inserted inside. The conductor coils were significantly stretched towards the distal end of the lead. There was bond separation noted between the lead body insulation and the distal anode electrode ring. Blood and body fluid was noted in the area of the separation as well. Resistance and hipot tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass pressure testing at the separation point. Laboratory analysis was unable to confirm the lead dislodgement or that the lead was damaged during open heart surgery. The damage observed was consistent with damage upon lead extraction. It appeared the lead was pulled with force, causing the conductor coils to be stretched and a bond separation at the distal end of the lead.

Event description:
Boston scientific received information that this right atrial (ra) lead became dislodged and there was no pacing capture. It was also noted that the lead was possibly damaged during open heart surgery. The ra lead was explanted two days after the patient's open heart surgery. The field representative confirmed there were no adverse patient effects following the lead revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information was received that the patient died one week later. The field clinical representative (fcr) was contacted and was not aware the patient had passed away. He did confirm that the patient was in very poor health and had multiple co-morbidities. The patient was having open heart surgery for a mitral valve replacement, tricuspid repair, and left atrial appendage repair. The patient was hospitalized from open heart surgery until her date of death. The cause of death on the death certificate was cardiogenic shock.

Event description:
Additional information was received from the local field representative. The field representative spoke with the physician who performed the lead revision. The physician did not feel that the revision surgery exacerbated the patients condition, nor contributed to her death.